Manufacturer narrative:
Minor scratched lcd window, cracked case near display window corners, battery tube threads cracked, cracked reservoir tube lip.

Event description:
The mother reported via phone call that the insulin pump was damaged. The mother stated the insulin pump's display was severely scratched. The mother stated they were unable to read the display as a result of the scratches. Customer's blood glucose was unknown. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.